Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hospitalization.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient reported that she was hospitalized because of the ¿dexcom keeps on going low value.¿ there was no bg nor cgm values documented but the patient reported that there were always 30 to 40 points difference between the cgm reading and bg reading. The patient declined to provide further information about the event. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 30 to 40 points difference. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.